Manufacturer narrative:
Philips service replaced the video splitter, reformatted hard drives, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that image storage was unavailable, and video splitter replaced; cabling corrected on a allura xper fd20/10. The clinical use of the system was in use. There was no reported patient or user harm.